Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's s1 lead had migrated and the patient lost therapy. As a result, surgical intervention occurred on (B)(6) 2021, and the lead was explanted and replaced. Post-operatively, stimulation therapy was restored.